Event description:
It was reported that during a right knee arthroscopy surgery, the surgeon used a 3.5 tomcat shaver in the "reverse burr" setting at 9000 rpms. This left a string of small metal shavings and the doctor says "its not a big deal". The doctor claims that it's a rarity that this happens but it has happened with him once or twice before.

Manufacturer narrative:
Additional information will be provided, once investigation is completed.